Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-629a-1665: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the first side-firing fiber had ¿significantly diminished vaporization efficiency¿ @ 32,262 joules of use. The fiber was cleaned during the procedure. A second fiber was used and it too had ¿significantly diminished vaporization efficiency¿ @ 5,634 joules of use. The fiber was cleaned during the procedure. A third fiber was used and it too had ¿significantly diminished vaporization efficiency¿ @ 26,933 joules of use. The fiber was cleaned during the procedure. A fourth fiber was used to complete the procedure @ 18,730 joules of use. The fiber was cleaned during the procedure. Patient outcome: there was no report of injury to the patient. This report is for the third fiber used.